Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my surgery 4 weeks ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced back pain ("this week (post surgery) lower back hurts more so when I wake up"), procedural pain ("when I had the surgery done it was so painful"), dyspareunia ("sex is sometime painful"), headache ("I had headache I couldn't shake for 3 days") and fatigue ("I am so tired"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, back pain, procedural pain, dyspareunia, headache and fatigue outcome was unknown. The reporter considered back pain, dyspareunia, fatigue, headache, medical device removal and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, back pain, procedural pain, dyspareunia, headache and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my surgery 4 weeks ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced back pain ("this week (post surgery) lower back hurts more so when I wake up"), procedural pain ("when I had the surgery done it was so painful"), dyspareunia ("sex is sometime painful"), headache ("I had headache I couldn't shake for 3 days") and fatigue ("I am so tired"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, back pain, procedural pain, dyspareunia, headache and fatigue outcome was unknown. The reporter considered back pain, dyspareunia, fatigue, headache, medical device removal and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, back pain, procedural pain, dyspareunia, headache and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.